Event description:
The customer reported that the evis exera iii xenon light source displayed the following error messages b30 and e216 with the use of 190 scope during the preparation for use. There was no patient injury reported.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the 190 scope works on another tower without error. In addition, the customer stated that the clv-190 socket contacts have some corrosion and opted to send in the unit for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device, the root cause of the corrosion of the clv-190 socket contact could not be identified. Olympus will continue to monitor field performance for this device.